Event description:
Consumer reports high readings with their plink meter. Believes the readings are inaccurate. Analysis run on clark error grid using mean avg. Reading (326) as ref. Point vs. Bd readings (555, 96) yielded data points in the c/d range of the grid, outside of acceptable limits.